Event description:
A 41 year old male. Cervical vertebra 6-7 fusion times three. Cervical vertebra-spine anterior/posterior and lateral shows cervical vertebra 6-7 fusion, instrumentation, questionable lower screws through disc space cervical vertebra 7 - thoracic vertebra 1. Post-op note states solid fusion cervical vertebra 6-7. New onset right cervical vertebra 8 radiculopathy. Surgeon states malfunction of plate and screws. Surgical procedure - re-exploration micro anterior cervical disc fusion cervical vertebra 6-7 fusion with fibular graft removal of 24 mm codman plate. Placement of 27.5 mm atlantis plates. Usage 15 mm screws.